Event description:
Additional info received from the attending surgeon confirms a back wall puncture in the common femoral artery.

Event description:
The duett pro sealing device was deployed following an interventional procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the patient experienced hypotension, pain and a retroperitoneal bleed was confirmed. Treatment consisted of a blood transfusion and surgical intervention. The treatment was successful and no further complications were reported.